Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. A revision procedure was performed and the lead to device connection was loose. The associated right ventricular (rv) lead was disconnected, cleaned and re-connected and the shocking measurement was 48 ohms. No additional adverse patient effects were reported.